Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2005413. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty-two unused representative samples were returned for evaluation by our quality engineer team. The samples were examined and there were no signs of cannula point damage or leakage detected. Per the provided feedback, it is possible that the reported leakage resulted from damage to the plunger lip component; however, without the affected sample this exact cause cannot be confirmed. Leakage testing is performed every shift and no abnormalities were identified during the production process. During the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes and a penetrability test is performed for each lot released. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10

Event description:
It was reported that the bd flu+¿ syringe leaked. The following information was provided by the initial reporter: "this is to report a box of blunt needles, leaking syringe"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe leaked. The following information was provided by the initial reporter: "this is to report a box of blunt needles, leaking syringe".